Manufacturer narrative:
Device evaluate by MFR.: the device was returned for evaluation. Visual examination observed that the gauge needle was reading 26atm. There was media in the barrel of the device. The device locking mechanism test observed that the needle showed an increase in pressure; however, when pressure was released, the needle returned to 26atm. A gauge accuracy test noted the results were not within the parameters. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on analysis completed on 17feb2016. It was reported that the finger latch did not respond and the pressure dropped slowly. A 26 encore balloon catheter inflation device was selected for inflation. During the procedure, the physician pressed on the yellow button; however, the pressure dropped slowly. The procedure was completed with another of the same device. There were no patient complications reported and the patient was safe. However, device analysis revealed a gauge reading inaccuracy.